Event description:
The facility reported that the device will not stay on. Info was not provided regarding whether or not the failure occurred during a pt infusion. Although baxter attempted to obtain info, details were not available regarding additional contact information, pt demographics, medication involved, or pump programming. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.

Manufacturer narrative:
Evaluation. The customer's reported condition of the device not staying on was found to be a failure code 570. A corrective and preventative action has been initiated.